Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The adhesive patch was not returned, so it was unable to be verified if blood was present on the adhesive patch. Data was successfully extracted using approved software and the sensor was found to be in state 1 (initial factory state).the sensor plug was properly seated. Visual inspection was performed on the returned sensor plug, and the sensor plug was found to be seated correctly, with no blood watermark on the tail. Performed visual inspection on returned sensor plug assembly,the sensor neck was observed to be cracked, which is indicative of an insertion failure. No malfunction or product deficiency was identified. No further investigation required

Event description:
Customer reported receiving a repeated sensor error message of ¿discount from 60 minutes¿ on the same day he applied the adc freestyle libre sensor. On (B)(6)/19, the customer experienced strong symptoms of hypoglycemia and he ate bread/sugar, and his companion injected him with glucagon (amount unknown). Customer self-presented in the hospital and was diagnosed with hypoglycemia but no treatment was rendered. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a repeated sensor error message of ¿discount from 60 minutes¿ on the same day he applied the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced strong symptoms of hypoglycemia and he ate bread/sugar, and his companion injected him with glucagon (amount unknown). Customer self-presented in the hospital and was diagnosed with hypoglycemia but no treatment was rendered. No further information was reported. There was no report of death or permanent impairment associated with this event.